Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to read the screen on the insulin pump. Customer's blood glucose level was 219 mg/dl. Customer stated there were heavy scratches on the screen. Customer was unaware and is very active. Customer stated that the damage was possibly caused when he was chopping wood. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The test transmitter communicated properly to the insulin pump. No unexpected weak signal alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.